Event description:
A malfunction was reported with a code malf 9 displayed on the device. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with instructions to reset the pump, and the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.